Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem with the on/ off key of the keypad. Evaluation reproduced the reported symptom by observing an inoperable on/ off key and determined the cause to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was report that spectrum pump had a problem with the on/ off key of the keypad. There was no patient involvement. No additional information is available.